Event description:
As reported by the (B) (6) study, the pt developed a proximal edge dissection of the distal right coronary artery (rca) during the index procedure. The lesion was located in the distal right coronary artery. The lesion was described as de novo, 70% stenosed, with no calcification. The reference vessel was non-tortuous. The pt had a lesion located in the mid-rca and a lesion located in the distal-rca. The lesions were pre-dilated with a non-cordis balloon. The first 3.5 x 13mm cypher stent was successfully implanted in the mid-rca. The second 3.5 x 13mm cypher stent was implanted in the distal rca; however, the stent did not cover all of the plaque thus causing a grad b dissection. A third 3.5 x 8mm cypher stent was successfully implanted to cover the dissection. The stents were post-dilated at 20atms. Residual stenosis was 10%. The dissection was not flow limiting and resolved without sequelae. Pre and post timi flow were 3. On the day of the index procedure, the pt developed back discomfort and hematuria that subsequently resolved. The pt was discharged home the day following the procedure. The investigator felt the proximal edge dissection of the distal rca was possibly related to the cypher product. The investigator felt the back discomfort and hematuria were not related to cordis product.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
A patient from the (B)(6) study had a coronary dissected post implantation of a cypher stent. Percutaneous coronary intervention (pci) was conducted during the index procedure to treat two lesions in the right coronary artery (rca). The lesions were described as 70 and 80% stenosed with no calcification. Pre-dilation was conducted before a 3.5 x 13mm cypher stent was successfully implanted in the mid rca. Then, another 3.5 x 13mm cypher was implanted in the distal rca lesion at 18 atm, however the stent did not cover all of the plaque thus causing a grade b dissection in its proximal section. A third 3.5 x 8mm cypher stent was successfully implanted overlapping it to cover the dissection. The stents were post-dilated at 20atms. Residual stenosis was 10%. The dissection was not flow limiting and resolved without sequelae. Pre and post timi flow was 3. The patient was discharged home the day following the procedure. Procedural films were received and reviewed confirming the coronary artery dissection and successful treatment. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Dissections are known potential adverse events during pci. In the precautions section of the instructions for use (IFU) it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. The rated burst pressure indicated in the IFU is 16 atmospheres. Based on the information available, there are possible vessel characteristics (plaque) and procedural factors that may have contributed to this event.